Event description:
Reporter indicated that a vns patient experienced chest pain at the pulse generator site. Stimulation was disabled and the pain was reported to persist. The treating physician does not know the cause of the pain. The patient will likely undergo generator revision surgery.